Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during a laser assisted cataract surgery, before removing the cortical material, an anterior capsule tear was noted. The tear was ninety degrees away from the chopping. The physician is unsure what caused the tear or if it was laser related.

Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).